Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioiq meter displayed an inaccurately high result compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to say when the alleged inaccuracy with the meter started. She reported that on an unknown date and time, she obtained an alleged inaccurately high blood glucose result on the subject meter of ¿90 mg/dl¿ compared to ¿30mg/dl¿ on an unknown meter performed more than 30 minutes apart. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with insulin which she self-adjusts. She was unable to say what changes, if any, she made to her usual diabetes management regimen after obtaining the alleged inaccurately high result. She reported that an unknown time later, she developed symptoms of ¿could not move, pale, sweating and unable to communicate¿. She denied receiving any treatment for her symptoms above and beyond her usual diabetes care and management routine. At the time of troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure. The cca also noted that the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event, i.e. Could not move, pale, sweating and unable to communicate, after the alleged product issue began.